Manufacturer narrative:
Additioanal information: update report with lot numbers.(B)(4)

Event description:
It was reported that the catheter found leaked at the tip during onyx injection.no patient injury reported.same event as MDR# 2029214-2011-00064

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.(B)(4)